Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced air embolism and st segment elevation that required medication. The product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed an absence of the hemostatic valve. Afterward, a dilator was introduced into the sheath, but no valve was found. This type of failure with the hemostatic valve is not related to the manufacturing process since the manufacturer has four process controls in place to prevent a device without a hemostatic valve from reaching the end customer. The device features were reviewed. No magnetic, irrigation, deflection, or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. The missing hemostatic valve was not reported by the customer and the potential cause of this type of failure could be related to the manipulation of the device after the procedure however, this cannot be conclusively determined. The physician's opinion on the cause of the adverse event was the procedure. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. C19 and d14 are related to the reported adverse event. (B)(6) are related to the missing hemostatic valve found during analysis. Section d9, h3 and h6 were updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced air embolism and st segment elevation that required medication. After going transseptal, they began to map the patient's left atrium. Fam created of the right atrium (ra) with a decanav catheter, ultrasound contours obtained of the left atrium (la) via soundstar. Then, transseptal puncture was performed with a competitive product, the vizigo and octaray were then advanced into the la. Noticeable st segment elevation was seen on the electrocardiogram (ECG) and marked hypotension was noted at this time. The physician called another cardiologist into the room to perform a coronary angiography. The patient's coronaries were viewed, and previously documented coronary disease was noted. The physicians treated the patient with medications (vasoactive medication) and ventilator settings. The patient became stable, and the ablation procedure continued. The physician's opinion on the cause of the adverse event was suspected air embolus to the rca. No ablation was performed. There was no evidence of steam pop.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).